Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30836895l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(6).

Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure on (B)(6) 2022 with a qdot micro catheter and suffered a late pericardial effusion (cardiac tamponade) which required a pericardiocentesis and prolonged hospitalization. On (B)(6) 2022, a patient experienced late pericardial effusion categorized as moderate and serious defined by in-patient or prolonged hospitalization with admission date of (B)(6) 2022 and discharge date of (B)(6) 2022. Relationship to study device qdot micro catheter is possible and relationship to primary study procedure is probable to the index procedure. Intervention was a pericardiocentesis. Outcome is recovered/resolved with end date of (B)(6) 2022.

Manufacturer narrative:
Additional information received on 27-oct-2023 inactivated the concomitant product of non bwi sheath. Therefore, removed from the d10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received. The adverse event is expected/anticipated. Medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure of a body function. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).